Event description:
It was reported that patient had surgery done 18 years ago by dr (B)(6). The zimmer hgp cup and liner were removed. The morse taper ball was replaced. Patient was having wear and instability.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown morse taper ball. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.